Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. A: no patient information provided to date after calls to end user 11/14/25 and 12/01/25. D4. Primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H4: date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in tidal volume delivery exceeded setting by >20% during a case. There was no patient injury.